Event description:
Customer reported the menu button on the infusion device works intermittently. The customer was unable to provide the serial number of the device. The alleged product was replaced and requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.